Event description:
The pt had right colon surgery (anastomosis was performed with the car 27 device). The pt was re-operated due to a leak.

Manufacturer narrative:
This report is submitted on behalf of the MFR and the importer, since the company serves as the designated complaint handling unit for both facilities. We currently don't have more info about the event or the specific device involved. We are waiting for additional info from the surgeon, and will submit a complementary follow-up report as soon as we have additional data. Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore, is an anticipated event with anastomosis devices. No corrective or remedial actions are currently taken. The current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices.